Manufacturer narrative:
The subject device was evaluated. Device evaluation found the customer reported issue of scope communication error was not able to reproduced, however, leak on the curve rubber (bending/insertion section) was found. In addition, the a-rubber (bending section) was found chipped and the video connector was observed damaged and case was found cracked. The bending angle is insufficient due to the elongation of the angle wire. Evaluation findings , the scope communication error customer reported was not able to reproduced , however, the reported leak was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "scope communication error generation. Leak from "curve rubber" (insertion/bending section). The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.